Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following implant of a competitor left ventricular lead, the atrial lead tested "normal", but there was significant far field r-wave oversensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.